Event description:
It was reported the patient experienced some cognitive impairment that was not previously present. The patient also noted the device had only improved the tremors a minor amount and did not think the system was working properly. The devices showed a 39% and 50% usage each. The battery settings and impedance data had not been reported yet. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 304209178200904599.